Event description:
It was reported that during implant high pacing impedance was observed. After several attempts of repositioning the lead, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.